Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned for analysis. Additional information: the file states the use of "biolon" as viscoelastic, which is not qualified to be used with the specific company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a small nick at the haptic / optic junction when it was implanted. The surgeon left the lens implanted as it was not a concern, the nick was on the edge of the lens and not in the line of vision. He thinks it might be a loading error as it is the first time to using this lens. Additional information has been requested.